Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that there were post-op high impedances. The patient was still in surgery, but closed and the incision was being dressed. The rep stated that intra-op impedances were measuring good on a connection check and impedance tests. At the point of closing, they measured again and found electrode 7 to be >40,000 ohms and confirmed it was marked as 'red'; the rep also confirmed other measurements were in the 3000 range. The rep was directed to test again or apply stimulation to the patient for several minutes to see if more in range measurements could be obtained. Additional information was received from the rep. It was reported that the cause was not known. Patient was going to be seen again on 11/6. Patient's weight was unknown. Additional information was received from the rep. It was reported that electrode 7 was red on lead connections, therefore a >40,000 reading. Everything else was green but with higher numbers on both leads (2000,3000). The rep said the odd thing about electrode 7 being red was when lead select and impedances were done intra-op, all were green then post-op they were red and 7 lead select was red and >40,000. The cause was unknown as to why this happened and that was why the rep called, to help figure it out. Actions/interventions taken to resolve the issue were that they used 8-15 lead 1000/200 and cycled because charging interval otherwise was .5 days; with cycling it was 1.5 days. No symptoms were reported. No further complications were reported/anticipated.